Event description:
It was reported that (2) devices were used during a varitzen procedure. It was reported by the affiliate that the pmw35 clips would not close. Another instrument was used to complete the case. There was no consequence to the pt. The devices are not being returned.